Manufacturer narrative:
Due to character restrictions in block e1. Full initial reporter's name:(B)(6). Updated fields- b4, d9, e1, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, he confirmed that batteries are completely discharged. The attachment system between the cardiosave and the trolley was inspected by fse. Correct operation was verified. Functional tests were successfully completed. Battery was new and not expired.

Manufacturer narrative:
Additional name and email: (B)(6). Updated fields: b4, g1,g3, g6, h2, h6, h11.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) battery does not hold a charge. There was no patient harm reported.